Manufacturer narrative:
Concomitant products: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3387s-40, lot# v476625, implanted: (B)(6) 2010, product type lead; product ID 3387s-40, lot# v476625, implanted: (B)(6) 2010, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a lack of therapeutic effect and symptoms of 'tinnitus and vertigo.' The patient's health care provider (hcp) noted that the tinnitus and vertigo were symptoms that the patient had 'demonstrated during a previous monopolar review.' The patient's hcp reported that the patient's implantable neurostimulator (ins) 'was only on 30% of the time since the last visit' which occurred on (B)(6) 2013. It was further reported that the ins was 'turning off.' No sources of electromagnetic interference were noted at the time of report. It was stated that following the initial report of symptoms by the patient three days prior to report that the patient noted that 'the ins was on' the day prior to report. Impedance testing revealed that 'impedance measurements were normal' at the time of report. The patient's hcp also reported that the patient's ins had '0 activations' and '438 hours used' at the time of report. Further information has been requested. A supplemental report will be filed if additional information becomes available.